Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.

Event description:
It was reported that this right atrial (ra) lead couldn't be successfully implanted due to difficult to position and while trying to implant it dislodged several times. It also exhibited helix issues. This lead was then successfully replaced. Additional information was received from product investigation closure and the lead was found fractured. No adverse patient effects were reported.